Manufacturer narrative:
The system was examined and the reported event was not replicated. The touchscreen was recalibrated; the cable and footswitch were verified for functionality, all as a preventative measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(6) 2009. Based on qa assessment, the product met specifications at the time of release. Root cause the system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure the fluid air exchange (fax) mode switched to the infusion mode unexpectedly. Extra steps and time were needed to complete the case. Additional information has been requested, none have been received to date.